Event description:
It was reported that a bi-v implantable cardioverter defibrillator (ICD) experienced earlier than anticipated battery depletion. Intervention was done to replace the device and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5071-35, implantable pacing lead, implant: (B)(6) 2008; model: 5071-35, implantable pacing lead, implant: (B)(6) 2008; model: 7122, competitive implantable tachy lead, implant: (B)(6) 2011. (B)(4).